Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.